Event description:
The stent of the stent delivery system sds genesis .035 9.0x29 balloon expandable stent came loose from the balloon catheter. There was no patient injury. The device will be returned for analysis.

Manufacturer narrative:
No product was received for analysis, instead two pictures related to the reported failure were attached in the complaint file. Picture number one shows the inner & outer label which reads: lot# 82211305, catalogue# pg2990ppx and use by date # 2023-12-31. The picture number two shows the catheter coiled inserted in the tray inside a plastic bag. No other anomalies of the product can be noticed at the attached picture. The failure reported by the customer stent- dislodged "could not be confirmed as part of the picture analysis." The root cause of the failure reported by the customer could not conclusively determined as part of the picture evaluation. Device history record (DHR) review was conducted, and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The stent of the stent delivery system sds genesis .035 9.0x29 balloon expandable stent came loose from the balloon catheter. There was no patient injury. The device is not available for analysis. No other information was provided. Previously, two pictures related to the reported failure were received. The actual device involved in the complaint was not returned for analysis at that time. Per visual analysis of the pictures attached to the complaint, as part of the picture 1 & 2, it could be observed the inner & outer label and the following can be read: lot# 82211305, catalogue# pg2990ppx and use by date # 2023-12-31. The picture number two shows the catheter coiled inserted in the tray inside a plastic bag. No other anomalies of the product were noticed at the attached pictures. Currently, a non-sterile sds genesis .035 9.0x29 135 stent delivery system was returned and received for analysis coiled inside a plastic bag. Per visual analysis, the stent of the unit was observed properly mounted on the balloon of the sds unit. Neither stent dislodge nor any damages were noted on the stent delivery system. A product history record (phr) review of lot 82211305 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent-dislodged¿ was not confirmed on the returned device. The exact cause cannot be determined. The stent of the unit was observed properly mounted on the balloon of the sds unit. Neither stent dislodge nor any damages were noted on the stent delivery system. Vessel characteristics, although unknown, or procedural or handling factors may have contributed to the reported event. According to the safety information in the instructions for use ¿prior to stenting, the palmaz genesis peripheral stent on opta pro .035" delivery system should be examined to verify functionality and integrity. Recrossing a partially or fully deployed stent with adjunct devices must be performed with extreme caution. Do not attempt to remove or readjust the stent on the delivery system. To assure full expansion, inflate to at least the recommended nominal pressure as shown on the label. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system. Under fluoroscopy, use the balloon marker bands and the radiopaque stent to position the stent centrally within the lesion. During positioning, verify that the stent is still centered within the balloon marker bands and has not been dislodged.¿ neither the phr, the photos provided for review nor the very limited information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
The stent of the stent delivery system sds genesis .035 9.0x29 balloon expandable stent came loose from the balloon catheter. There was no patient injury. No other information was provided. The product was not returned for analysis. Two pictures related to the reported complaint were attached by the customer. As part of the picture 1 & 2, the following can be read: lot# 82211305, catalogue# pg2990ppx and use by date # 2023-12-31. Picture number two shows the catheter coiled inserted in the tray inside a plastic bag. No other anomalies were noted. A product history record (phr) review of lot 82211305 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent dislodged¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics, although unknown, or procedural or handling factors may have contributed to the reported event. According to the safety information in the instructions for use ¿prior to stenting, the palmaz genesis peripheral stent on opta pro .035" delivery system should be examined to verify functionality and integrity. Recrossing a partially or fully deployed stent with adjunct devices must be performed with extreme caution. Do not attempt to remove or readjust the stent on the delivery system. To assure full expansion, inflate to at least the recommended nominal pressure as shown on the label. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system. Under fluoroscopy, use the balloon marker bands and the radiopaque stent to position the stent centrally within the lesion. During positioning, verify that the stent is still centered within the balloon marker bands and has not been dislodged.¿ neither the phr, the photos provided for review nor the very limited information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.